Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic probe cable is crashed; the gray light cord that comes out was crashed. The issue was found during reprocessing. There were no reports of patients¿ harm.